Manufacturer narrative:
This event is included in (B)(4) emblem sicd transient memory corruption.

Event description:
This report is done due to trend inclusion. It was reported that this device indicated that there were stored treated episodes but there were none in memory. A review of device downloaded memory confirmed a multi-bit upset. This caused the data to be incorrect as there were no actual treated episodes. Technical services advised it would take a couple of programmer interrogations to correct the data. The device transmission post clinic interrogation did correct the counters. There is no impact on therapy. Also, the smart pass feature on this device had programmed itself off. The local representative will address this. There were no adverse patient effects. The device remains implanted.